Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 8.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced eight infusion set tubing cracks on (B)(6) 2025. No further information was available.